Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf impact code f2303 captures the reportable event of required medication. Imdrf patient code e2105 captures the reportable event of exposure to biohazardous material.

Event description:
Note: this report pertains to the first of three captivator cold single-use snares used during the same procedure. It was reported to boston scientific corporation that a captivator cold single-use snare was used during a colonoscopy w/ polypectomy procedure for polyps. The exact procedure date was unknown. During the procedure, a bodily fluid that was exiting near the handle of the snare was splashed in the eyes of the physician and nurse. This happened to all three devices used. The procedure was completed with another captivator cold single-use snare. There were no patient complications reported as a result of this event. However, the physician sought antibiotic treatment.